Event description:
It was reported via phone call that the customer passed away in hostel. The customer died on (B)(6) 2021 due to diabetic ketoacidosis. The cause of death was too much ammonia in blood caused by ketoacidosis. The caller stated that the customer had ammonia was extremely and knowing that he had type 1 diabetes ruled by diabetic ketoacidosis which may have led to the customer's passing. The customer was not wearing the insulin pump at the time of death. The customer was not using sensors. The caller did an autopsy to finding that there was nothing wrong waited on the blood and toxicology. There was no clear ring on it and there were sharp edges to it were found based on finding. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information from the attorney of the family on february 7, 2022 regarding insulin pumps allegedly subject to the safety notification related to missing or broken retainer ring. Reporter alleged that the insulin pump malfunctioned due to the retainer ring and locking defect, and failed to deliver the correct dose of insulin causing them to suffer hyperglycemia, diabetic ketoacidosis, and ultimately caused the customer's death on (B)(6) 2020. Visual inspection revealed that the retainer ring on insulin pump was missing. Insulin pump is expected to return.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information provided in the follow-up report in section h6 under investigation codes was incorrect. Correct information in section h6 under investigation codes has been provided with this report.